Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a percutaneous disectomy procedure. Reportedly, the component disengaged into the pt's cavity. The surgeon was unable to remove the component. The hospital has reported no pt injury occurred.